Manufacturer narrative:
Investigation: received one unused unit in an opened package. Bd was able to verify the foreign matter reported. Fourier-transform infrared spectroscopy indicated the material was metallic in nature. This material was then prepared for sem/edx analysis which shows that this material is mainly composed of aluminum, the observed carbon, oxygen, and silicon peaks are most likely from the silicone present on the catheter. The aluminum compound found may have joined the silicone forming the foreign matter found and have originated punctually during the assembly process of the angiocath product and may be related to the excess silicone problem originated from the machine. A corrective action project, CAPA#450094, has been initiated to investigate the issue of excess silicone. A review of the device history record was completed and there are no quality notification (qn) or nonconformity report of anything that could lead to this complaint.

Event description:
It was reported that before use of the bd angiocath¿ IV catheter a black dot was found on the catheter.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd angiocath¿ IV catheter a black dot was found on the catheter.